Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device caused insufflation issues. The problem occurred while a device was inserted into the trocar. The same device was used to complete the procedure. There was no adverse consequence to the patient. Customer disposed of device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.